Event description:
Customer reports back to back results on the active sys with results of lo, and 107 mg/dl. Customer again did back to back test on the active sys with results of lo and 215 mg/dl. No controls were run. No adverse event was reported. A request was made for return of the suspect device and a replacement was sent.